Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "a falsely elevated creatinine and bun occurred. There was one occurrence where 2 pst tubes were drawn at an op site, and run on the beckman coulter au 5800. The 1st pst was run for bmp and only the bun and crt were abnormal. These tests were also run on the 2nd pst tube drawn at the same time, and the results were in the normal range. The analyzer was checked and was fine. The staff looked at the sample run before this pst tube for carryover, and did not find any problem there. The patient came back and was re-drawn, and the results were in the normal range."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 02-mar-2022. H6: investigation summary bd received 5 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples were acceptable in terms of both precision and accuracy. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "a falsely elevated creatinine and bun occurred. There was one occurrence where 2 pst tubes were drawn at an op site, and run on the beckman coulter au 5800. The 1st pst was run for bmp and only the bun and crt were abnormal. These tests were also run on the 2nd pst tube drawn at the same time, and the results were in the normal range. The analyzer was checked and was fine. The staff looked at the sample run before this pst tube for carryover, and did not find any problem there. The patient came back and was re-drawn, and the results were in the normal range."